Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous left cephalic vein. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was selected to dilate the target lesion. The balloon was first inflated at 10 atmospheres. Upon second inflation at 13 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with the box, pouch and hoop. The batch number on the returned packaging and device matched the batch number for this complaint. Multiple shaft kinks were noted. Examination under magnification revealed tip damage and a balloon pinhole over the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. However, there was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous left cephalic vein. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was selected to dilate the target lesion. The balloon was first inflated at 10 atmospheres. Upon second inflation at 13 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).